Event description:
It was reported that the patient was seen during a follow-up visit and upon interrogation; the physician detected noise on the right atrial lead and confirmed lead dislodgement. The patient did not experience symptoms. During the lead repositioning procedure, the physician was unable to attach the lead, the helix would not extend. The lead was replaced and the procedure was successful. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.